Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for surgery: incontinence. It was reported that following insertion the patient experienced pelvic pain, increased sui; resulting in 2 urethral injections, recurrent uti. Pt sts gets up 3-4 times a night, uses pads for leakage and has vaginal pain and difficulty during intercourse.